Event description:
The customer reported the sizing is off on the system. He noticed the flyback transformer appeared heat fatigued. No patient injury was reported.

Manufacturer narrative:
The customer believes that he needs a part for the monitor. He wanted to verify the part can be shiped to him. The service rep verified the order number. No service was required.